Event description:
While withdrawing the scope after clip deployment, the clear plastic loading cap came off and was stuck in the upper esophageal sphincter. Traction with rat tooth forceps was used to gently remove the plastic loading cap. A clear cap was then attached to the endoscope to evaluate the upper esophageal sphincter and no evidence of tearing or bleeding was seen.